Manufacturer narrative:
Additional information unavailable at this time. (B)(4).

Event description:
A report was received from the USA stating that the external alarm on an achieva ventilator would not activate. The ventilator was not in use on a patient at the time the malfunction occurred.